Event description:
Pt reported experiencing elevated blood glucose of 400 mg/dl. He indicated that the infusion set cannula was bent at a 90 degree angle. When asked about symptoms associated with the elevated blood glucose level, he said he "felt a little". He reported that he administered a bolus to reduce his blood glucose levels. Pt switched to using a different type of infusion set. No medical assistance was required. Product was requested to be returned for eval.